Event description:
Stage 4 capsular contracture. Mammogram showing possible fluid that could be lymphoma caused by implant. Multiple health issues. Need surgery to remove implants and test them. Reference report mw5117077.